Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed openings during analysis. No other observations observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d.9; h.3; h.6.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.